Manufacturer narrative:
This supplemental report is being submitted for a correction to the b5 field. Corrected fields: b5. The b5 field was erroneously submitted with colonovideoscope. The correct statement is submitted as shown in the above.

Event description:
It was observed that during the device evaluation, the distal end of the ultrasound gastrovideoscope had glue cracking off around the transducer and there were missing adhesive on the light guide and elevator cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the colonovideoscope had glue cracking off around the transducer and there were missing adhesive on the light guide and elevator cover. There was no patient involvement.